Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a failure of the video cable connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a loose connector. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: failure of the video cable connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is not displayed due to a failure of the video connector socket. Olympus will continue to monitor field performance for this device.